Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via a wide intrinsic morphology. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The events occurred while the patient was receiving dialysis. At one point, the patient received CPR. The patient has been given medication. The local representative will discuss options with the physician. There were no additional adverse patient effects. The system remains implanted. Additional information was provided, it was reported that a patient information verification form was returned to device tracking indicating that the patient passed away days after implanting a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The communicator was never used, and the patient advocate returned the communicator. Additionally, the cause of death was pulseless electrical activity, and there was no issue with the device. The physician indicated that there was nothing else from a standpoint of electrophysiology he could have done for the patient. The death was not device related and unfortunately, we were unable to ascertain the most current location of this product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via a wide intrinsic morphology. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The events occurred while the patient was receiving dialysis. At one point, the patient received CPR. The patient has been given medication. The local representative will discuss options with the physician. The system remains implanted. There were no additional adverse patient effects.